Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, an implanted intellis pro implantable neurostimulator and two implanted lead 977a260 5mm compact 1x8 MRI leads were associated with a low impedance or short, with impedance values reported as 742 and 763. Multiple impedance measurements were performed using different reference electrodes. The physician was notified when the issue was identified during the procedure and did not want to do anything with the leads or the implantable neurostimulator, with a plan to recheck postoperatively. The issue was reported as ongoing and not resolved. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.